Manufacturer narrative:
Device evaluated by MFR.: unit returned has the tip is kinked. The returned device matches with upn provided by the customer. The device was received and the distal tip was kinked. Under microscope was confirmed the polymer jacket detached and the distal tip was kinked. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. The customer did provide pictures related to the complaint, where it is possible to observe an x-ray image, moreover, one picture shows a small piece that probably is related to the polymer section detached.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the moderately tortuous and moderately calcified distal posterior tibial artery. A 300cm straight tip v-14 control wire was advanced into the lesion using a 0.014 rubicon support catheter. It was noted that the tip of the wire looked straight and not kinked at all during use. However, upon withdrawal, it was noted that the distal tip was detached and the black polymer sleeve peeled off the wire. A decision was made to leave the detached part of the wire behind since it was located in an occluded part of the artery and could not be accessed. The procedure was completed with victory 14 18g guidewire. No further complications were reported and the patient status was fine.